Manufacturer narrative:
The device was not returned for evaluation. Complaint history and monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported cartridge split during an intraocular lens (iol) implant procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided. Cartridge product history records were reviewed and documentation indicates the product met release criteria. The lens product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The used cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence that is was placed into a handpiece. The nozzle is cracked which lead to a split on the lower right side of the tip. Stress is also observed. The cartridge was cleaned for further evaluation. Dye stain testing was conducted with acceptable results. Cartridge product history records were reviewed and documentation indicated the product met release criteria. Intraocular lens (iol) product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens was indicated to be an monofocal. It is unknown if the lens was in the qualified diopter range of 6.0-27.0. The reported tip damage was observed. The nozzle was also cracked. The root cause may be related to a failure to follow the directions for use (dfu). There did not appear to be adequate viscoelastic in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage. It is unknown if the lens was in the qualified diopter range of 6.0-27.0. The cracked nozzle may indicate the lens/plunger were not in a proper position for advancement. Tip damage typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).